Manufacturer narrative:
D9. Date returned to mfg: 27-mar-2024 h3 and h6. Investigation codes: updated investigation summary: the affected device was returned for evaluation. Device received with scratched front cover and corroded quick connect. Started with a visual inspection, then filled the tank with water, attached temp check disposable, plugged in line cord, and turned on the power switch. The customer's reported problem was duplicated, and the root cause was the dry o-rings in the microswitch. As a result, the o-rings were replaced, along with the front cover and quick connect. Preventative maintenance and calibration were performed; device passed all functional test after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has an internal water leak. Issue was found while completing preventive maintenance testing. There was no patient involvement and no harm/adverse event reported.